Event description:
Reference number (B)(4). Event occurred in the united states. It was reported patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007031 have already been previously tested in the complaint (B)(4) on 09/dec/2024. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report complaint (B)(4) complaint test report. Device history record (DHR) review: packaging: the lot 6007031 was manufactured according to the document 4902100 version 78 on the packing process in the machine 12, on 03/may/2024, with a total of (B)(4) units. Assembly: the lot 4d04383 was assembled according to work instruction (wi) version 27 on-line inspection for assembly of quick set on 02 may 2024, with a total of (B)(4) units. The lot 4d0484 was assembled according to version 27 on-line inspection for assembly of quick set on 03 may 2024, with a total of (B)(4) units. The lot 4d04385 was assembled according to wi version 27 on-line inspection for assembly of quick set on 03 may 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Gluing tubing: the lot 4d04360 was assembled according to wi version 41 on-line inspection for automatic gluing of quick set on 30 apr 2024, with a total of (B)(4) units. Trending: a query was run in database on 10/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g.,occlusion alarm from the infusion pump may have sounded) occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6007031 and another 1 complaint has been registered in database for the same lot and malfunction code. For the details see complaint (B)(4) complaint test report. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, another 1 complaint has been registered in database for the same harm and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.